Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on all electronic assembly. Moisture damage was found on motor home switch. The insulin pump had missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump went to blank display. The customer reported that the insulin pump got exposed to moisture. The customer's blood glucose was 299 mg/dl at the time of incident. The customer stated that they treated the blood glucose with insulin pen. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.